Manufacturer narrative:
Philips remote service engineer (rse) spoke to the customer medical technician who stated that after an update, the acer monitor, which was configured as the sound output device no longer produced any sound. The issue was resolved by reconfiguring the device to use the speaker connected to the pic ix. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Reporting institution phone # (B)(6). Reporter phone # (B)(6).

Event description:
It was reported that the speaker is no longer producing any sound on the display connected to the pic ix. The device was in use on a patient at the time of the event. There was no adverse event reported.